Event description:
The initial reporter alleged discrepant reactive results for a patient serum sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The initial elecsys hiv combi pt results were 35.35 coi and 35.47 coi, both reactive. A re-run of the same sample a few days later yielded a result of 35.42 coi, also reactive. Testing of the same sample with the abbott hiv assay produced a non-reactive result. The customer was not in a position to perform western blot or polymerase chain reaction (pcr) testing as recommended.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of quality control data confirmed that the controls passed on 14-jun-2022. Calibration data was not provided, but the last calibration was performed on 08-jun-2022. No pre-analytical issues, such as hemolysis, were identified. The investigation was limited as no sufficient patient sample material was available for further testing. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur in single cases, as the specificity of the elecsys hiv combi pt assay is stated as greater than 99.9%.